Manufacturer narrative:
Additional info: d4, h4, g7, h2, h3, h6, h10. Results of investigation: it was reported that a revision surgery was performed due to broken post of the device. The associated journey articular insert, used in treatment, was returned and evaluated. A lab analysis performed visually noted that the articulating surface is worn with discoloration. The post is damaged and has fractured completely off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical analysis noted that no medical records were provided. Thus no medical assessment can be performed at this time and the future impact to the patient cannot be determined. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Per risk assessment file, possible causes could include but not limited to traumatic injury or size of the device used. Without patient medical information and the revision report or radiology studies, the root cause of the damaged post cannot be concluded. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to broken post of journey I insert.